Event description:
It was confirmed that the patient's catheter was dislodged. No additional information was provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).